Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge with 80 units or more of insulin. There was no reported impact to the customer's blood glucose level. The customer resolved the issue by loading a second cartridge onto the pump and was able to resume insulin delivery with assistance from technical support.